Manufacturer narrative:
Gbo complaint number: (B)(4) we received 2 used pcs 450070/19k26a and 2 unused pcs 450070 / 19k26a for evaluation. Received customer picture. We have no further complaints on the material/batch. Manufacturing and inspection records of the concerned materials/batches were reviewed and no abnormalities which could be related to the reported event were observed according to the investigation. Retain and the unused sample were visually inspected; no abnormalities such as breakage on needle hub (screw threads) or molding defect could be observed. Screwing torque was measured on the customer samples. The maximum torque was 5.5cn·m and 6.0cn·m. All samples were screwed into holder without any problems. In addition, excessive torque was applied until hub was damaged to obtain the breaking torque. The minimum was 22.4cn·m and 25.3cn·m. No sample hub was broken easily by screwing into holder. The minimum breaking torque was more than twice the screwing torque for the same sample. From the appearance of the actual returned samples, it was confirmed that the screw threads of the needle hub were broken exactly as they appeared in the customer picture. Both used samples were visually examined under magnification, confirming the needle hub (screw threads) were completely broken. Damaged parts had stress whitening which is the phenomenon that causes the plastic to turn white when it is bent. Wave front patterns are assumed to be a trace of stress failure. The complaint cannot be duplicated. It is possible that excessive load applied to the needle hub during the screwing in of the needle into the holder damaged the needle hub and led to the reported event.

Event description:
Customer states adapter (luer) broke off at the point where it is screwed to the holder. The customer is using a greiner holder.